Event description:
Additional information was received from the patient. They reported that the patient called back in regards to ongoing therapy issues. Patient stated that they are having a lot of accidents and their bladder can't last 30 minutes, patient wished to make stimulation adjustments. Agent assisted patient with switching programs, patient was able to successfully increase stimulation to a comfortable level. Patient will continue to monitor symptoms. Redirect to hcp if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient needed assistance with connecting to their ins and adjusting therapy settings. The patient stated that starting last week they had been going to the bathroom every 15 minutes. The patient was instructed on how to turn on the handset. The patient was educated on how to adjust their therapy settings. The patient confirmed they were able to increase stimulation and could feel it. The patient would maintain stimulation level and continue to monitor symptoms. Additional information was received from the patient. The patient called back on (B)(6) 2025 and (B)(6) 2025 reporting they were still going the bathroom frequently and wanted to change their program. Reviewed how to do so. Patient adjusted stimulation to a comfortable level and will monitor. Recommended patient discuss symptoms with managing physician. Additional information was received from the patient. Patient called back with a continuation of previous issue. Patient stated they were going to the bathroom too often so they needed assistance in making an adjustment. Patient services walked the patient through connecting to their implant. The therapy was on. Patient was on program 5 at 3.7 ma at the time of the call and stated they hadn't changed programs in awhile and that they would just keep increasing if it didn't help. Patient services reviewed device description/function and the potential to switch to a different program but patient wanted to simply increase stimulation again this time. Patient stated they'd tried other programs in the past but they couldn't remember what and they'd discussed with their hcp possibly taking the implant out if it still didn't help. Patient services walked the patient through increasing the stimulation up to 4.1 ma, where they felt it comfortably in the bike-seat region. Patient to monitor their symptoms and follow up with their hcp if the therapy still didn't help. Patient may call back for assistance in switching programs after talking to their hcp. Patient called back in for assistance with adjusting their stimulation. Patient confirmed that they're following up regarding their most recent call and that they've already charged up their external devices. Agent walked patient through connecting to their ins and patient was able to increase stimulation. After increasing stimulation, patient said that "it was not that bad", then patient lowered their stimulation and said that it felt better. Agent provided general therapy information. Patient will monitor symptoms and follow up with hcp if issue persists. Additional information was received from the patient. Patient called back and stated they were still having problems since they last increased the stimulation, in fact they thought their symptoms were worse. Patient requested assistance in switching to a new program. Patient services walked the patient through connecting to their implant settings. The therapy was on. Patient switched to a new program and increased to a level where initially they felt the stimulation in their hip at the implant site. Patient services reviewed with the patient that the stimulation should only be in the bike-seat and suggested maybe the patient try another program but the patient increased the stimulation more and then confirmed feeling the stimulation comfortably in their bike-seat region and that it was no longer in the hip. Patient to monitor their symptoms now that a change had been made and will follow up with their hcp at their scheduled appointment tomorrow ((B)(6) 2025). Patient stated they would make the hcp aware they felt the stimulation in their hip upon initially increasing today ((B)(6) 2025).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back to report a continuation of the same event. The patient stated that they were still having a lot of leakage and wanted to make an adjustment to the therapy settings. The patient mentioned that they had not made an adjustment since they last called because they don't know how to use the external equipment. Agent educated the patient on general use. Patient connected to ins and confirmed therapy was on. Agent reviewed considerations and patient decided toincrease amplitude. As the patient was increasing the amplitude they mentioned that it hurt at 5.1 ma, but confirmed stimulation felt comfortable when they decreased to 5.0 ma. Patient will maintain amplitude and continue to monitor symptoms.

Event description:
Additional information was received from the patient. The patient reported that therapy was still not working right and didn't seem to be working. The caller stated they hadn't seen the doctor yet regarding the therapy issues. The agent walked the caller through changing the programs and adjusting stimulation; the patient confirmed feeling comfortable in the bicycle seat. The patient said they would monitor symptoms now that change was made and would follow up with doctor if it didn't resolve. The agent updated the call notes on 2025-09-05 to reflect error in initial message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.